Manufacturer narrative:
Section a4: weight: unknown/asked but unavailable (asku). Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was fully inserted when it was noticed that one of the haptics was found to be broken. As a result, lens inserted and removed during same procedure. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was a ten minute delay in procedure. It was unknown if an incision enlargement or unplanned sutures were required. An unplanned vitrectomy was not required. The patient involved has fully recovered. The iol has been discarded, however, the simplicity injector is available. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 11/13/2025. Device evaluation: the simplicity that corresponds to this compliant was received inside a plastic bag along with patient stickers and a piece of gauze. The simplicity was visually inspected revealing no damage to the cartridge, lens module, handpiece, or plunger rod. While inspecting the lens module a detached haptic was identified, however the remainder of the lens was missing. No further issues were identified. The complaint issue "haptic damage" was identified during photo and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows an eye implanted with the suspect product and the haptic was observed to be damaged with a large portion missing. Since no product has been received, no further evaluation was performed. The complaint issue "haptic damage" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.